Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The s5 roller pump was returned to livanova (B)(4) for investigation. During evaluation at livanova (B)(4), the reported error was be reproduced. The root cause was traced to a defective resolver. The pump was scrapped upon completion of the investigation due to it being beyond economic repair.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative attempted to resolve the issue over the phone by was unsuccessful and was dispatched to the facility to investigate. The service representative confirmed the reported issue and performed a serial readout. All monitored control was removed and the pump was rebooted, but the issue persisted. The service representative attempted several other fixes, including replacing the motor control, power amplifier and computer processor boards, removing all sensor modules from the e/p pack and rebooting, re-installing the original boards, and performing an nvmem clear and upgrading the software. The issue could not be resolved on site so the device was moved to an unused position on the console while the customer awaits a loaner. The customer plans to return the device to livanova deutschland for investigation and repair. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 roller pump displayed an error message during setup. There was no patient involvement.